Event description:
It was reported that the customer experienced keypad issues. The customer stated that the act button did not activate the main menu and that the esc button did not activate the status screen. The customer stated that he had dropped the insulin pump, and the buttons stopped responding. The customer's blood glucose was 231 mg/dl. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.